Event description:
It was reported the pt experienced overstimulation when activating the trial stimulator. The pt was issued another trial stimulator. The replacement device resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.